Manufacturer narrative:
(B)(4). Insulin pump received with no down and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding.

Event description:
Information received by medtronic indicated that they was not able to unlock insulin pump. Customer stated that numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that buttons was responding now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.